Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 210540. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples were obtained for further evaluation by our quality engineer team. The retained samples consisted of four strips of blister packages containing five needles each. The products were examined and no defects related to the packaging could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd blunt fill needle experienced poor perforation on packaging. The following information was provided by the initial reporter: we received a new complaint where perforations are constantly missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd blunt fill needle experienced poor perforation on packaging. The following information was provided by the initial reporter: we received a new complaint where perforations are constantly missing.